Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, remaining below 500 mg/dl. The customer was instructed by technical support to perform several corrective steps, including tightening connections and delivering boluses to address the issue. After successfully completing a bolus, the customer was advised to replace supplies as necessary and continue insulin therapy.